Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed a damaged ac port, worn uso seal and a lifted dso seal. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the pwa board. As a result, the main board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump exhibited error code 46441 with a red screen. The event occurred during testing, no patient injury was reported.